Manufacturer narrative:
Updated fields: h3, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation the device was reprocessed incorrectly. The cause of the incorrect reprocessing was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ to warn about inappropriate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, 10 ml of 10% buffered formalin exposed to duodenovideosocpe in place of 70 % isopropyl alcohol. The issue occurred during reprocessing. There were no reports of patient involvement.